Event description:
During prep of the swan ganz, there was a leak detected in the balloon - it would not stay inflated. The catheter was removed and replaced with no reported harm to the patient2 different lots were attempted to use.